Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent moved distally 9mm; the centre stent struts were crushed, bunched and overlapping; the first 4 distal rows of stent struts moved over the distal markerband. The maximum stent profile was measured and is within specifications. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the proximal part of the balloon body and there was no sign that positive pressure was applied to the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure while inside the patient, it was noticed that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure while inside the patient, it was noticed that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.